Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert on the ilet infusion set shortly after announcing a breakfast meal; delivery was paused, then resumed, and the issue resolved after a supply change and successful fill tubing procedure. Symptoms included no reported adverse clinical effects and a stable blood glucose of 131 mg/dl. Outcomes included continued therapy with monitoring and no need for medical intervention. Investigation included user-guided troubleshooting and education. Investigation of this case revealed that the occlusion resolved with replacement of disposable supplies and successful line priming. It was concluded that the event was consistent with an insulin delivery occlusion that was corrected through standard troubleshooting and supply replacement.